Manufacturer narrative:
This report is submitted on july 8, 2021.

Manufacturer narrative:
This report is submitted on march 3, 2021.

Event description:
Per the surgeon, the patient experienced a tip fold-over of the electrode at the initial implantation. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.